Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with intermittent presyncope which could not be attributed to device behavior. The pulse generator exhibited automatic mode switch episodes caused by competitive atrial pacing. The patient was stable. No additional information was available.